Event description:
Info received from a sales rep indicating a new contact lens wearer developed a corneal ulcer. A pt was fit with acuvue toric lenses in 7/2003 and had a satisfactory follow up exam in 08/2003. Info received directly from the contact lens fitter, an optician, indicates the pt awoke with a painful right eye in 2003 and the pt's family members called the office. The doctor they spoke with instructed them to bring the pt to the office the following morning. The pt was examined and had a mid-peripheral corneal ulcer in the right eye, located at 9 o'clock with 4+ injection and trace flare. Va was 20/70 and 20/40 pinhole. The optician did not know the size of the ulcer. A note in the record said "pseudomonas aeruginosa." The pt was prescribed zymar drops q1h and told to return to the office in 24 hours. The following day the pt had 4+ injection, a hypopyon and va was "hand motion". The pt was referred to a university. No additional info is available.